Event description:
On (B)(6) 2010, esrd pt had surgery for heart valve replacement, foreman ovale closure and CABG x 3. Cvvhd was initiated on (B)(6) 2010, cartridge replaced several times as a result of clotting. No anticoagulant used during treatments. On (B)(6) 2010, treatment was initiated with a new cartridge at 9am, labwork was done and lab notified the nurse that the blood was hemolyzed. Nurse checked effluent and observed it was pink tinged; blood was returned and treatment was ended. Per physician orders pt resumed hemodialysis therapy. Pt's hgb at 3am on (B)(6) 2010, was 8; hgb post observance of pink effluent was 7.6. Pt was transfused 1 unit of packed rbc per post-op protocol when hct is less than 25%.

Manufacturer narrative:
There is no evidence of a device malfunction. No problem found with returned cartridge. Analysis of the pressure profile from the cycler data log file suggests the presence of clotting in the extracorporeal blood circuit. The treatment blood flow rate was 200ml/min and was stopped following low venous pressure alarms. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments and when no anticoagulant is used and that failure to respond to clotting can lead to hemolysis. Other contributing factors can be the open heart surgery, including the valve replacement pt had on (B)(6) 2010. Nxstage medical considers this report closed. No additional info will be provided.